Event description:
It was reported that the pump had flipped and the patient did not get relief from the therapy. It was stated that there were no patient symptoms or injuries related to this event. Interventions were required including the explant of the system. The system was delivering infumorph.

Manufacturer narrative:
Analysis of the pump revealed no anomaly while analysis of the catheter revealed a significant twisting that may have affected infusion.

Event description:
It was later reported that the pump malfunctioned. According to the hospital records on the removal of the pump, there was a gush of cloudy odorless fluid when the pocket was entered and culture was send, the pump was free floating, there was fibrinous material on the mesh pouch, the catheter system was coiled and kinked and the catheter was occluded with 2-0 silk ties times two.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n286612, implanted: (B)(6) 2011. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID: 8590-1, lot# n286612, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n286612, implanted: (B)(6) 2011, product type: accessory. (B)(4). Conclusion: no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.